Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during procedure, the helix of the right atrial lead extended without the deployment tool. The helix was retracted and the lead was positioned. The helix extended on its own without the deployment tool again. The lead was not used and was replaced. The patient was stable post procedure.